Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging that they could not set up their new onetouch veriosync meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began on (B)(6). The patient manages their diabetes with pills, diet and exercise. The patient reported consuming more food/drink in response to the alleged issue. The patient reported developing symptoms of ¿sweating, dizzy, anxious and disorientated¿ at 5am on (B)(6). The patient denied receiving any treatment for these symptoms. The alleged issue was not resolved with troubleshooting as the patient did not have an ipad or iphone to use with the meter. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms associated with hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.